Event description:
Patient called lfs in 2004 alleging the meter was missing segments while attempting to test. The patient tested on their meter and obtained a result of 105 mg/dl. The patient reported no high or low blood glucose symptoms while attempting to test. They contacted their physician for advice. The patient took insulin after attempting to test their blood sugar. The issue was not resolved with troubleshooting. The meter was replaced for the patient. No further info has been reported.